Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-01335. (B)(4). It was reported that patient experienced shortness of breath. In (B)(6) 2013, clinical status assessment identified the patient's qualifying condition was unstable angina and index procedure was performed. The target lesion was located in the distal right coronary artery (rca) with 95% stenosis and was 11 mm long with a reference vessel diameter of 2.5 mm. The lesion was treated with pre-dilatation and placement of a 2.5 x 20 mm study stent. Following post-dilatation, residual stenosis was 0%. Target lesion #2 was located in the mid rca with 70% stenosis and was 12 mm long with a reference vessel diameter of 3.3 mm. The lesion was treated with pre-dilatation and placement of a 2.5 x 20 mm study stent. Following post-dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2015, patient presented with shortness of breath and was hospitalized in response to the event.